Event description:
Dr started doing procedure (endometrial ablation) using resectosocpe with ball electrode. Sparks shooting out where white cautery cord plugs into the resectoscope. Device making spark-like sounds. Ball removed and another inserted. Same thing happened. Another roller bar inserted. No sparking. Procedure completed without problems.